Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information that, while outside of procedure, the screw of the spine clamp would not properly engage and does not tighten. There was no patient present at the time of the issue.